Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a vaginal tear repair procedure on (B)(6) 2011 and suture was used. The suture material was broken during use. Another same like product was used and there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.